Event description:
It was noted that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was sensing intermittently and exhibited a high capture threshold, which resulted in failure to capture. The right atrial lead was not used. The physician continued with the second right atrial lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of intermittent sensing and loss of capture were confirmed. A complete lead was returned in one piece. X-ray examination and electrical testing were performed. The cause of the reported events was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage.